Event description:
Large incisional hernia repaired with proceed mesh through "lapro" procedure. Have had severe abd pain, nausea, lightheadedness, and lost of work due to unable to function properly. The longer the mesh is in the worse the conditions become. So I know its the poison of the mesh. That is when it started. Each day I am weaker than the day before. I live my life on pain medication and nausea pills. The pain is so bad that I don't even sleep. Please help me rectify this situation. Thanks. Dates of use: (B)(6) 2010 - (B)(6) 2011. Reason for use: hernia repair.